Event description:
It was reported that the patient with this pacemaker system visited the clinic for evaluation reported experiencing dizziness symptoms. The patient was evaluated and the health care professional (hcp) believes cause of the dizziness was not device related. During device interrogation, the pacemaker was observed to exhibit atrial farfield oversensing. The hcp reprogrammed the device settings and resolved the issue. At this time, the pacemaker remains in service. No adverse patient effects were reported.